Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Post-implant, both the angiogram and transthoracic echocardiogram (tte) revealed moderate to severe paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. Pvl remained unchanged; post-bav was performed again. A new 23mm, non-abbott valve was implanted. No pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient was discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl), valve under expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and valve under expansion could not be conclusively determined. A conclusive cause for the reported patient effects cannot be determined. The reported unexpected medical intervention and surgical intervention was a result of case specific circumstance as a post-implant valvuloplasty was performed and valve in valve surgery was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Additionally, the data was reviewed by abbott representative; it appears that the stent frame had some incomplete stent opening prior to the valves release. After release there was some pvl noted. Post bav was tried twice with little to no valve modification shown. This led to the implanters deciding to implant a non-abbott valve-in-valve.